Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. The customer would periodically change the cartridge, tubing and/or site. The customer's blood glucose levels were not impacted.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.